Event description:
Fluency stent ftm 07060 was being inserted and the delivery system separated during deployment of stent. It was determined that the stent placement was effective for treatment but slightly mispositioned per physician.